Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's left solar tsa. Jbjs case connector vol 10 number 1 has an article "anterior capsular reconstruction using a dermal allograft" reporting the case of a (B)(6) man. Noted in the article: "...history of tsa 10 years prior...using the stryker solar tsa system...intra-operatively, the glenoid component was notably loose and was revised using the stryker reunion tsa system...rehabilitation progressed appropriately until 5 months post-operatively when he felt a pop performing an exercise...he confirmed a significant loss of strength and motion...repeat ultrasound demonstrated a large tear in the subscapularis.